Manufacturer narrative:
Investigation: the patient was a 60-year-old male who presented with signs and symptoms of weakness, sepsis, and dehydration at the time of testing. On (B)(6) 2024, the patient's positive blood culture sample was tested on the biofire bcid2 panel. The biofire bcid2 panel reported e. Faecalis as detected. Gram-positive cocci in chains were observed on gram stain and e. Faecalis grew from culture. On (B)(6) 2024, the same sample was retested on the biofire bcid2 panel. The biofire bcid2 panel reported all analytes as not detected. The customer was asked why the biofire bcid2 panel test was repeated, and they stated that a staff member from a different shift may not have realized a biofire bcid2 panel test had previously been performed. A result of gram-positive cocci in chains was reported to the physician. It is unknown if the patient was affected due to the biofire bcid2 panel result. The customer reported that the patient had passed away (date unknown), however, they confirmed that it was not due to a delay in treatment. Quality control (qc) records for biofire bcid2 panel pouch lot# 2zvj23 (kit lot# 2128323) were reviewed. This pouch lot passed qc criteria and was found within specifications. The filmarray instrument (serial number# (B)(6)) was working within designed specifications. Conclusion: the investigation concluded that the most likely cause for the false-negative e. Faecalis result on the biofire bcid2 panel was due to a pouch anomaly. Biofire is continuously monitoring the manufacturing process and has controls in place to ensure the product is manufactured to the highest quality. Each biofire reagent lot is qualified prior to product release; this qualification includes a high statistical-confidence sampling to confirm that the kit components released for customer use are conforming. All qc metrics for the pouch lot and instrument were met, and they passed qc. Review of the associated instrument showed the instrument was performing within specification and was not expected to have contributed to the discrepancies observed by the customer. Overall, the e. Faecalis assay has a false negative rate of <0.001 in the field over the last year. These rates are within biofire system specifications. According to table 27. Biofire bcid2 panel clinical performance summary, enterococcus spp. Of the biofire bcid2 panel instructions for use (www.online-IFU.com/iti0048), the performance claim for e. Faecalis compared to standard manual and automated microbiological/biochemical identification methods showed an overall sensitivity of 95.3% (95% ci 84.5-98.7%) and an overall specificity of 99.9% (95% ci 99.6-100%). Archived testing was not performed for e. Faecalis or e. Faecium. E. Faecalis was detected in both false negative specimens using an additional molecular method. The single false positive specimen was negative for e. Faecalis when tested with additional molecular methods.

Event description:
Summary: (B)(6) medical center ((B)(6)) reported a potential false negative enterococcus faecalis result on the biofire blood culture identification 2 (bcid2) panel after testing a patient blood culture sample. It is unknown if the patient was impacted due to the biofire bcid2 panel. The investigation concluded that the most likely cause for the false negative e. Faecalis result on the biofire bcid2 panel was due to a reagent pouch anomaly.